Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did not charge and boot up. The data log could not be retrieved. The receiver functional testing was attempted but could not be performed. The receiver case was opened for further evaluation and inspection. During interior inspection a battery ic chip was found to be damaged along with a cracked pin solder. The reported event that the receiver ceased to function was confirmed due to defective receiver battery ic chip pin cracked solder. The root cause was determined to be a defective receiver battery.